Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that about a year ago the insulin pump lost power and the screen went blank. The customer tried to change the batteries and when they took the battery out the battery compartment was corroded. The customer pulled the battery out and found the corrosion and any new batteries that they would put in it would not work and the insulin pump won¿t turn on. The customer was not calling back after receiving a new battery cap. The customer stated that the contacts on the battery cap were not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.